Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. All codes apply to product ID: 3057 only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient would be going in to their health care professional's office due to migration, movement, or dislodgement of the lead wires. It was stated that it was causing her pain in her back and felt like she was being poked with a wire in her back area. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the health care professional had no record of migration, dislodgement, or movement. There were no symptoms or complications reported or anticipated.